Event description:
The initial reporter alleged a repeatability issue with the hbsag g2 elecsys cobas e 100 assay on the cobas e411 disk. The customer provided data for three samples. Sample 1 initially measured 7.07 coi and then 0.525 coi. Sample 2 initially measured 1.14 coi and then 0.995 coi. Sample 3 initially measured 73.74 coi and then 0.617 coi.

Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the instrument check values were within specifications. However, calibration signals were observed to be lower than expected, and the specific precicontrol lot used was not provided. The investigation was limited due to insufficient data, as only three samples were available for evaluation, which is not adequate for a precision check. Additionally, no original data or complete information on the materials used was provided. A definitive root cause for the reported event could not be determined. The issue was most likely related to sample handling.